Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 27mm aortic bioprosthetic valve, it was reported that the valve looked insufficient. It was further reported that the surgeon tried to "close the valve", but could not bring the leaflets together and was not sure if the leaflets would have coaptation. It was also reported that the valve was fully sutured and tested prior to removal. A device of a different manufacturer was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appeared discolored showing evidence of blood contact. Leaflet 1 (l1) and leaflet 3 (l3) appeared to be in a closed position while leaflet 2 (l2) appeared partially open. Leaflet 1 appeared largely intact; imprints on the tissue were observed near post 1. Leaflet 2 appeared largely intact; imprints on the tissue were observed near post 2 and post 3. Leaflet 3 appeared largely intact; imprints on the tissue were observed near post 3 and post 1. The tissue below the imprints appeared tented. Damages may possibly be from instruments, such as forceps, used during the explant procedure. All commissures and posts appeared intact. The valve was received with the sewing cuff in an upright position. Small tears were observed on the sewing cuff. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.